Event description:
It was reported that prior to a revascularization procedure to treat a lesion in a mildly tortuous and heavily calcified right coronary artery, a nc trek coronary dilatation catheter was prepared for use as indicated in the instructions for use. Air aspiration was performed prior to the device being inserted into the patient anatomy. Reportedly, after the lesion was dilated with a non-abbott dilatation catheter, a nc trek coronary dilatation catheter was advanced to the lesion and inflated to 8 atmospheres, but the dilatation balloon ruptured at 15 seconds. The nc trek coronary dilatation catheter was removed and the procedure was completed with a non-abbott dilatation catheter. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: concomitant products: guide wire: sion; guide cath: taiga. The device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.